Event description:
The lead was dislodged to cardiac anomaly/persistent left superior vena cava. The lead dislodged 3 times at implant and 2 days following final positioning. There was a total loss of atrial capture and atrial sensing.